Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a spasm-like sensation in the area of their device. They said it had happened in the past and was resolved by their physician using a programmer. The following physician confirmed that the patient has a history of phrenic nerve stimulation. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.